Manufacturer narrative:
E1: (B)(6) hospital. The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the image was defective due to a failure in the imaging sensor (ccd). A device history review revealed no issues that could have caused or contributed to the reported issue. Based on the results of the investigation, no nonconformities were found. A definitive root cause of the ccd failure cannot be identified. To mitigate the risk of damage to the device, the instructions for use manual provides the following caution: do not apply impact to the camera head. There is a risk of damage. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported the camera head had "poor image quality". There were no reports of patient harm.

Event description:
The customer further reported the event occurred during inspection before use of an unspecified therapeutic procedure. The device was replaced, and the intended procedure was completed without delay.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information/details from the customer regarding the event.